Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred twice. The customer's blood glucose (bg) level was 65-168 mg/dl and the cause of the low bg was not known. The contact did not know if the low bg was related to the malfunction. Food was consumed to address the bg level. The customer reverted to using insulin injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. Additionally, functional testing was performed and no failure was identified related to the reported issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no bolus requests made on (B)(6) 2017. There were two cartridge changes sequences on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.